Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Manufacturer rec'd a report indicating that a vns patient underwent generator explant surgery due to infection and subsequent extrusion of the generator. The infection was treated with IV antibiotic therapy. The lead was left in situ with plans to implant a replacement generator after the infection clears. Further follow up with treating neurologist revealed that the infection has resolved.